Event description:
The caller reported a malfunction on the pump, identified with malfunction code malf 3 and fault ID 0x2076. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the caller expressed interest in an out-of-warranty loaner pump.